Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that insulin was not coming out of the cartridge during multiple load process's and that a cartridge alarm (alarm 25) occurred. Customer's blood glucose level was 244 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.